Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found clavicular crush fracturing all five filars of the outer coil and damaging the inner insulation at the middle region of the lead. The cause of the reported event was isolated to the clavicular crush.

Event description:
It was reported that the patient presented for system upgrade. Fluoroscopy was performed, and right atrial (ra) lead fracture was observed. The ra lead was explanted and replaced.